Event description:
It was reported to philips that the systems's host pc did not boot up, causing the whole system to not boot up. The system was outside of clinical use when the issue occurred. Philips has started an investigation of this complaint.